Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in an unknown location and on an unknown procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician attempted to deploy the stent, however, the deployment suture could not be fully released. Reportedly, the suture seemed to be knotted. The physician removed the partially deployed stent from the patient and the procedure was completed with another ultraflex tracheobronchial stent. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Reported event of stent partially deployed. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.